Manufacturer narrative:
Additional information: a1, b5, and h6 ( patient code).

Event description:
Additional information was received indicating that the issue was discovered during testing and that there was no patient involvement.

Manufacturer narrative:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 complaint of leds not lighting up was confirmed, as the testing revealed damage. The physical condition of device revealed cracked tank cover, broken pole clamp and outdated pcb and power switch. The cause was believed to be from forcing the cover on. No action taken because of the age of the device, so therefore he device was scrapped.

Event description:
Information received a smiths medical smiths medical fluid warming/level 1 hotline low flow systems - hl-390 lead is not lighting up. No patient adverse events reported.